Manufacturer narrative:
Concomitant medical products: femoral component (cat # 02-010-01-0240), tibial insert (cat # 02-012-38-4009), tibial tray (cat # 02-012-43-4030). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
This (B)(6) male patient presented with patellar pain. The left patellar prosthesis was replaced. The issue was noted as resolved on (B)(6) 2020. Device will not return due to study protocol.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design, manufacturing, or patient related issues. The cause of the pain and subsequent revision cannot be conclusively determined; however, it is most likely is related to the patient¿s underlying condition.

Manufacturer narrative:
Upon further review, this complaint was determined to be non-valid complaint. The reported ¿revision¿ was not a revision of exactech devices, due to during the index surgery in 2018, the patient did not receive a patella implant. The event was inadvertently reported to FDA under MFR# 1038671-2021-00679.